Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, broken reservoir tube lip, minor scratches on lcd window, cracked lcd window, cracked case at lcd window corners, cracked reservoir tube window and cracked reservoir tube.

Event description:
It was reported that the customer had cracks near the battery compartment. Reservoir connection was broken and there were many scratches on the display window. No further details given.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.